Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and found lcd damage. Receiver charge and boot tests were performed and failed. Functional test performed and failed. An alarm/alert manual test was performed and failed. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. Performance data was not reviewed. The probable cause could not be determined. No injury or medical intervention was reported.